Event description:
It was reported the health care provider (hcp) believed the pump had become detached from the anchor points and was moving around. It was noted the pump was implanted on (B)(6) 2014 and the issue occurred sometime between then and now. It was thought there was no specific incident or that the patient felt it became detached. The pump was used to deliver morphine. Additional information reported the patient had pain at the pocket site. It was reported they were revising the pump pocket the following day, so that the pump would be more securely tied down to the pocket. It was noted there were no plans to explant. Patient outcome was not provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014; product type catheter. (B)(4).